Manufacturer narrative:
H3, h6: one device was returned for evaluation. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation found the device to be in good condition with no physical damage found on the pump. The event history log shows some upstream occlusion alarms. The reported problem could not be confirmed, and the device was found to be working properly. Dso sensor calibration was performed as a preventative measure.

Event description:
It was reported that pump gave "low pressure without any reason." There was unknown patient involvement.